Event description:
A report was received that the patient had been in and out of the hospital due to feeling of light headed. It was mentioned that the physicians were unable to determine the cause of patient's feeling of light headed. It was unknown if intervention was provided to the patient. No further information could be obtained.